Event description:
Acct. Reported that the blood set "leaked" just below the hand pump. States it tends to drip occasionally, but when they apply pressure to the pump "blood squirts all over the room". Sample discarded due to blood contamination, lot number not available. No injury to pt./staff reported.